Event description:
Healthcare professional reported "issue with the tyvek paper". This record is for the right side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: issue with the tyvek paper.

Manufacturer narrative:
Clarification: only the tyvek/thermoform packaging was returned for analysis. The device remains implanted for patient. Analysis results: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ tyvek or thermoform sticking: observed delamination of inner lid through visual inspection. No additional observations performed on the device. No further actions are required.

Event description:
Healthcare professional reported "issue with the tyvek paper". This record is for the right side. The device remains implanted.